Manufacturer narrative:
Manrique oscar j., huang tony chieh-ting, martinez-jorge jorys, et. Al. Prepectoral two-stage implant-based breast reconstruction with and without acellular dermal matrix: do we see a difference? Plastic and reconstructive surgery, feb/2020. Vol. 145, no. 2, pp. 263e-272e. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma.

Event description:
Through journal article "prepectoral two-stage implant-based breast reconstruction with and without acellular dermal matrix: do we see a difference?", healthcare professional reported "one hematoma requiring an unplanned reoperation for evacuation and replacement of the tissue expander." Affected side is unspecified. The device has been explanted. The manufacturer of the device is unknown.